Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 31. Details of surgery: implant surface not completely covered with bone. On 2024-02-08, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, bleeding and inflammation. No further patient complications were reported.